Event description:
During the implant procedure, it was observed that the guidewire punctured the left ventricular (lv) lead. The lead was exchanged to resolve the event. The patient was stable with no adverse consequences.